Event description:
Voluntary medwatch received states that the right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shock. Additionally, low defibrillation impedance was noted on the rv lead. The physician capped the rv lead. There were no patient consequences reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5182418.